Event description:
Customer reported receiving an error message on his freestyle flash meter was unable to test and experienced hypoglycemic symptoms. He stated he woke up in "almost diabetic shock" and called paramedics. Paramedics transferred the customer to a local hosp where he was diagnosed with hypoglycemia and treated with glucose tablets and water. The customer also reported add'l medical treatment rendered to him,however, he does not recall what the treatment was. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a f/u report will be submitted once results are available.